Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident in which the user reported redness that started from a burn caused by the stx becoming hot. The event occurred on 18-nov-2025. According to the user, the transmitter was charging while worn on the arm, and the burning sensation and red mark developed within the first hour after charging. The user's hcp is not aware of the event; the user was advised to follow up with the hcp for further medical guidance. Per dms review, the user has not been using the system since on (B)(6) 2025.

Manufacturer narrative:
The user reported redness that started from a burn, caused by the stx getting really hot. The event happened on 18-nov-2025. According to the user, she had charged the transmitter while it was on her arm, and the burning and red mark occurred within the first hour after charging. User's hcp isn't aware of the event; user was advised to follow up with the hcp for further medical guidance. Per dms, user is not using the system 22-nov- 2025. A case was created to address the issue with transmitter getting hot. The transmitter was also replaced under that case.the RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.